Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient said, the patient attempted to test her blood glucose at 8:00 pm on the date of event in 2009, and she did not get a reading. She said this was the first time the reported meter did this. She said, she went ahead and took 7 units of novolog insulin, which was one unit more than her minimum dose. She said she ate dinner after taking the insulin. She claimed she attempted to test her blood glucose at bedtime and received no reading. She said, she took 16 units of lantus, 300 mg of gabapentin and 200 mg of celebrex at bedtime. At 8:30 am, the next morning, the patient was unable to obtain a blood glucose reading and at 8:45 am, she said she was shaky and sweating. She was able to treat herself with orange juice and sugar and felt better. The cca noted that the lfs meter did not run off before the automatic shutoff. The patient's products were replaced. This complaint is reported because, the patient alleges that the lfs product turned off during use and she was unable to obtain a blood glucose reading. Afterward she reportedly experienced shakiness and sweating, which she self-treated with orange juice and sugar.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.